Manufacturer narrative:
Reportedly, the device was used in the ipsilateral antegrade common femoral artery or superficial femoral artery. It should be noted that the electronic perclose proglide instructions for use (eifu) states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported failure to achieve hemostasis and unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effects of hematoma and hemorrhage are listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title ¿antegrade femoral puncture using a suture-mediated closure device in infrainguinal endovascular interventions¿ b3: date of event was estimated as 1/1/2017 d4: the UDI number is not known as the part and lot number were not provided. Individual patients were discussed in the article and filed under separate MFR numbers.

Event description:
This study evaluated the efficacy and safety of proglide for femoral artery access closure in patients who underwent endovascular procedures with access via the ipsilateral antegrade common femoral artery or superficial femoral artery. The study demonstrated the feasibility and safety of using the proglide single vascular closure device for antegrade femoral puncture during infrainguinal endovascular interventions. The safety of its deployment can be further optimized by routinely utilizing ultrasound guidance. Complications noted with proglide included hematoma, bleeding, use of additional closure device, conservative management, extended hospital stay, failure to achieve hemostasis, and device failure. Specific patient information is documented as unknown. Details are listed in the article, titled "antegrade femoral puncture using a suture-mediated closure device in infrainguinal endovascular interventions (short: suture-mediated closure device in antegrade femoral puncture)"